Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 498 mg/dl. Customer reported they have been having issues with the delivery of insulin. Customer mentioned they have been receiving insulin flow blocked alarm. Customer removed the infusion set cannula and it was bent. Customer declined troubleshooting for the high blood glucose value but mentioned treated with manual injection. Customer's blood glucose value was 498 mg/dl at the time of the call. Customer was advised to change the infusion set and to treat per healthcare professional's recommendation. Customer stated will revert to back up plan until the weekend and will contact trainer. The product is not expected to return for analysis.